Manufacturer narrative:
The intraocular lenses (iol) were not returned to the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records reviews: since the serial numbers are unknown the manufacturing records evaluation cannot be performed. Labeling review: the directions for use, (dfu) were reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Date(s) of event: unknown. A complete catalog #, expiration dates, and serial #''s: unknown. If implanted, give date(s): unknown. If explanted, give date(s): unknown. If the lenses have been explanted. (B)(6). Device manufacture date(s): unknown. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported by a surgeon that his colleagues have had cases of debris on the intraocular lenses (iol), model pcb00. No further information was provided.